Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer ran control tests on her contour next one meter and obtained readings of 212 mg/dl at 6:00 p.m. And 202 mg/dl at 6:05 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Additionally, the contour next control solution with lot # 0bv2g58 involved in the event occurrence expired in (B)(6) 2021. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g64, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked.